Event description:
It was reported that the tip of the dilator broke off when they were trying to insert into the patient. The device was switched out for another. No patient injury was reported.

Manufacturer narrative:
The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initated for this event. This information will be included in trending adn future CAPA determination.